Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass roux en y procedure, the reload was attached to the powered stapler as per normal and cycled through. The device was placed on tissue and it did not fire at all. It was removed from the patient and the reload was removed, placed back on,then cycled through again with the same result. A new reload was placed on the stapler and then it worked perfectly fine. There was no medical intervention or patient injury.